Event description:
Boston scientific received information that this patient has been experiencing syncopal episodes. The caller was inquiring about the sudden brady response (sbr) feature on the device. The patient is atrial paced 95% of time and the minute ventilation (mv) sensor is active at 110-120ppm. The caller stated they do not believe the episodes are device related at this time.

Manufacturer narrative:
A boston scientific technical services consultant reviewed sbr and suggested some programming options for this patient and recommended performing lead diagnostics. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.